Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a broken y-fitting in back of the instrument. The fse replaced the broken y-fitting and needle. The fse also flushed the waste system line to remove any debris which resolved the leak issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that while the customer was running complete blood count (cbc) / differential sample, a leak was observed in the coulter lh 750 hematology analyzer due to the needle bellows not draining and fluid overflowing in the drip tray. The volume of the leak is unknown and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.